Event description:
During preventative maintenance of the device, the service rep observed one of the posts to the center screw of the roller pump that holds the covers together had broken lose. Upon further investigation, it appeared the post had been epoxied at one time and did not hold. The roller pump was returned for further investigation. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.